Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, a 4.0 x 20 mm nc trek kept pulling air. The device was not used. A new nc trek was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.